Manufacturer narrative:
One hypodermic needle and one glass syringe (from a different manufacturer) was returned for evaluation. Visual inspection observed no damages, faults or anomalies with the returned needle. During functional testing, the needle hub was tightened onto the safety sheath per directions followed in the instructions for use. After tightening, simulation testing found no leaks or needle detachments. The returned device was found to operate as intended. Review of the device history records revealed no non-conformities during manufacturing. No evidence was found during testing to suggest the reported event was related to a manufacturing issue.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received explaining that during an injection, the needle detached from the syringe, and the remaining medication was lost. No needle-stick took place. There was no patient or clinician injury reported.